Manufacturer narrative:
Evaluation summary: serial number not provided. Product lot history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery with intraocular lens (iol) implantation the lens came out of the shooter without control and the capsular bag was damaged. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the product was not returned. It is unknown if the approved viscoelastic was used. The use of an unqualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other the manufacturer internal reference number is: (B)(4).